Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event was a duplicated event from another record.

Event description:
It was reported that during therapy, the arctic sun device was giving an alert 113 and could not produce cold water. It was noted that the mixing pump had failed. Therapy was interrupted in order to put the patient onto a second device where therapy was able to continue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during therapy, the arctic sun device was giving an alert 113 and could not produce cold water. It was noted that the mixing pump had failed. Therapy was interrupted in order to put the patient onto a second device where therapy was able to continue.